Manufacturer narrative:
Reference record (B)(4) catalog number is the similar us list#. The international list number is unknown. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Since 2017, the patient has been on duopa therapy. The report indicated that the patient developed pain, inflammation and granulation at the stoma site. Patient was hospitalized for the treatment of granulation without improvement. Patient was prescribed unknown antibiotics and restamin cortisone kowa ointment (combination product of hydrocortisone acetate, fradiomycin sulfate, diphenhydramine hydrochloride) without effect.